Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system intended for use in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, both ts deployed simultaneously. An exact root cause cannot be determined with confidence without the return of the device, however, factors that could have contributed to the reported event include: bending of the delivery needle. Advancing the trigger twice. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during the procedure, the cannula was passed, and then suture slipped, the cannula was removed, t1 was positioned and when t1 was triggered, t2 came out with it. Given this situation, it was decided to remove the point which can not be recovered since it was anchored to the deep meniscus and only t2 can be removed together with the suture thread. A backup device was used to complete the surgery. No delay or patient injury reported.

Manufacturer narrative:
One used fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of the devices showed no suture or ts remain on the delivery needles but were returned. Examination of the construct showed t1 is missing. T2 is bent and the suture has been cinched. The delivery needle is dramatically bent. The actuator is in its t2 post deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and found not to function as intended. Per the device instruction for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.